Event description:
It was reported that this electrode had dislodged one day post implant. An inquiry regarding possible sensing issues was sent for technical services (ts) review. Ts discussed possible risks and noted possible troubleshooting can be used to evaluate sensing characteristics. The electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is pending. Upon additional information this investigation will be updated.

Event description:
It was reported that this electrode had dislodged one day post implant. An inquiry regarding possible sensing issues was sent for technical services (ts) review. Ts discussed possible risks and noted possible troubleshooting can be used to evaluate sensing characteristics. Additional information noted that the patients electrogram (egm) was stable and no myopotentials or noise was seen thus the electrode was left untouched. The electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this electrode had dislodged one day post implant. An inquiry regarding possible sensing issues was sent for technical services (ts) review. Ts discussed possible risks and noted possible troubleshooting can be used to evaluate sensing characteristics. Additional information noted that the patients electrogram (egm) was stable and no myopotentials or noise was seen thus the electrode was left untouched. The electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.